Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to call back when they have a charger to reset the pump, and further follow-up was scheduled. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.